Event description:
It was reported the device was used during a laparoscopic cholecystectomy on either 11/3/97 or 11/4/97. It was reported the clips would not close properly. A new device was pulled and the case continued without difficulty. There was no consequence to the pt.